Event description:
Baxter reported, "clamp lost closed function after 20 days of use." The pt received a transfer set change. No pt injury or medical intervention reported according to the complaint coordinator.